Event description:
It was reported during the procedure that this lead was damaged while it was being tunneled through the abdomen. The lead was removed and replaced with anoth 6996 lead and the case was completed. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, the outer insulation was breached/cut and the distal conductor was distorted.